Event description:
The customer reported that during the ablation procedure, the temperature increased up to hh and the generator stopped. Although the needle was replaced, the same thing occurred. The procedure was aborted. No patient injury occurred.

Manufacturer narrative:
Covidien reference#: (B)(4) . Date of initial report: (B)(6) 2010. The incident generator was returned to (B)(4) for evaluation. The reported condition was confirmed and identified as the failure of the output cable assembly. Subsequent to the manufacture of this generator, the output cable assembly was redesigned. The output cable assembly was replaced on the incident generator, and the generator was found to function normally and within specification.